Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing blood glucose between 32 and 33 mmol/l since (B)(6) 2011. She stated that her bg responds to correction injections. During troubleshooting the patient noted that the cartridge and the cartridge compartment were wet and that insulin was leaking at the luer connection. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a cartridge leak.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from lot # b201692 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A fill test was performed with no air bubbles found inside the cartridge. A force test was also performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.